Event description:
When the sheath was inserted, there was a leak between the hemostasis valve and the sheath hub. The valve was not screwed on enough. (Event complications: none from the event - reported 9/2/98. Pt's current status: unk - reported 9/2/98.)